Event description:
It was reported that a patient underwent a surgical procedure to remove a slipped disk on (B)(6) 2015 and a drain was placed and fascia, sub cutis, and dermis were closed. The reservoir did not swell up when suction was started. A breakage like a pin-hole was found. A thin dressing material and tape were used to cover the hole, but the reservoir did not swell up after the flap was folded. Two other reservoirs were connected the drain, but the event could not be solved. The reservoir was removed and drained open way. There were no anomalies in the three reservoirs. The surgeon opined that the cause of inadequate suction was the drain damage. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4) - inadequate suction. Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: an actual and representative sample were returned for evaluation. They were both intact and functioned properly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.